Manufacturer narrative:
The reported events were lead dislodgement and inadequate shock. The reported event of inadequate shock was not confirmed. As received, a complete lead was returned in one-piece. The full helix extension length was measured within specifications. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed that the patient received inappropriate shock due to lead dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.